Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer issued a complaint for broken hypoint needle during use by end user in the market. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps hypoint manufacturing process. Based on the description bd were not able to assign a quality criteria that is related to the issue. However even taking the most severe quality limit defined in the agreed specification the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information.

Event description:
It was reported that the bd hypoint¿ hypodermic needle broke off while attempted to inject firazyr 30mg during the infusion. The following information was provided by the initial reporter: "patient informed that they went to infuse there firazyr 30mg pfs and the needle broke as they went to inject. No injury to patient. They then put this into the sharps bin and used their spare firazyr 30mg pfs."